Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during device setup, the bronchofibervideoscope displayed a communication error upon connection to the video processor. No patient involvement was reported in association with this event.